Manufacturer narrative:
The patient was born on an unspecified date in 1973. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. On an unreported date, the patient was admitted to the hospital for the event. The patient was treated with unspecified antibiotics. On an unreported date, the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from this peritonitis event. Antibiotic treatment was discontinued six days prior to receipt of this report. No additional information is available.